Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the device blade quit working. A second device was used to and the case was successfully completed with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 09/12/2008. Blade seized/stopped. Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.